Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they received a message on their personal phone from phone# (B)(6) yesterday saying that someone did something to their ins battery and may have turn ins back on accidentally. The patient said that it was today that they felt like the ins had been turned back on. The patient mentioned that ins was not working for them a year or two ago so they have had the ins turned off for a year or two. The patient claimed that their hcp remotely turned off the ins sometime in the past. The patient said they are supposedly having the ins battery taken out on monday, but the fact that they feel that the ins has been turned back on is a "big problem" for them and they requested assistance turning it off. During the call, the patient was able to power on the handset, but the communicator would not power on. As a result, the patient was seeing 'communicator not found' error message. The patient said they will charge the communicator and call back after they let it charged enough. Patient mentioned that about a year ago "you people" turned it off ""remotely," and they hadn't been using it until what they reported yesterday ((B)(6) 2025). Their communicator was currently charged, so patient services walked the patient through connecting to their settings. The therapy was off. The external devices were functioning as intended. Patient services reviewed device description/function with the patient and the patient's reason for call was met. Patient stated that they were glad the therapy was off so that when they went on monday to get their implant "taken out" it would be off. Patient services again confirmed with the patient that the therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their managing healthcare provider (hcp) had been notified about their lack of therapeutic benefit. When asked what steps were taken to resolve the issue, the patient stated they returned the first one [illegible] at (B)(6) (understood to be (B)(6) university). The patient stated they were now (B)(6) and they decided to have it removed. The device was removed on (B)(6) 2025.